Event description:
It was reported that this implantable defibrillation lead exhibited noise on the rate/sense channel. The lead was explanted to avoid potential inappropriate therapy. At explant it was noted that the conductors protruded through the insulation. The lead was successfully explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable defibrillation lead exhibited noise on the rate/sense channel. The lead was explanted to avoid potential inappropriate therapy. At explant it was noted that the conductors protruded through the insulation. The lead was successfully explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed with only the distal segment returned measuring 470 millimeters (mm). The rate/sense coil was extended beyond that length by approximately 87 mm. The distal high voltage cable extended beyond the severed end by approximately 8 mm and was slightly stretched. The rate/sense coil was found to be extremely stretched. Multiple cuts were noted in the trilumen insulation, consistent with an explant tool or sharp object. The distal high voltage cable was noted to be looped through one of the cuts, located approximately 205 mm from the lead tip. It was noted that this likely occurred during the explant procedure while pulling the lead. The high voltage cable will not stretch when pulled, however the insulation and rate/sense coil can. When pulling force is released the cable can loop inside the insulation or through a hole if there is a cut in the insulation. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. An x-ray was performed and no additional anomalies were noted. Analysis found the damage to the lead was consistent with damage caused by the explant procedure.